Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to emergency room (ER) on (B)(6) 2025. Blood glucose level at the time of event was 486 mg/dl and was treated with intravenous (IV) drip and then manual injection. The patient also had symptoms of feeling sick/unwell, headache, tired, weak and bones were hurt bad. Length of hospitalization was less than 24 hours. No further information available.